Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported the patient's right lead was implanted 10mm superior to the intended target, as indicated by an intraoperative imagine (bodytom) upon checking for optimal lead placement. The lead was revised and confirmed via another intraoperative scan. It was hypothesized that the resident may have pulled out the lead during the locking down process using the stim loc clamp. No patient symptoms or further complications were reported as a result of this event.